Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Uf/importer report number - (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported horizontal striae across the optical zone in a patient's left eye post lasik. Flap was lifted and smoothed out immediately. The patient returned for a visit and striae was reported to be resolved.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfiles for the day of treatment shows no errors or relevant warnings that could contribute to the reported event. The energy was stable during the treatment. All treatments on that day were finished successfully without any problem. No technical root cause was identified as the system was operating within specifications. The root cause could not be identified conclusively. (B)(4).